Manufacturer narrative:
Lead: model unknown, serial (B)(4) unknown, implanted: unknown, explanted: unknown.

Event description:
It was reported that electrodes 1 and 2 appeared to be out of range and not intact. The lead was removed and wiped down and re-inserted, and was still out of range. The neurostimulator had been replaced prior to the call. Impedance readings revealed most combinations are in the 3000 ohm range with a few > 4000 ohms. No further information was made available.